Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Insulin pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack behind the clip from the top to bottom and on the battery compartment. The customer stated that the insulin pump was exposed to moisture and had moisture on the screen. Customer stated they did hear fluid when shaking the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.